Manufacturer narrative:
The reported failure of vent inop error associated with machine flow sensor drift exceeding specification is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received a report indicating that a trilogy evo ventilator displayed a vent inoperative alarm. No patient involvement, harm, or injury was reported. The device was not in use at the time of the event. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. Device log files were successfully downloaded and reviewed. Analysis identified a ¿vent inop¿ error associated with machine flow sensor drift exceeding specification (>0.2lpm). The machine flow sensor was replaced to address this issue. Additionally, multiple event errors were identified that were unrelated to the reported malfunction. These events indicated that the motor controller entered a shutdown state due to a motor-related error, and that a sensor offset during drift calculation exceeded allowable limits. To correct these findings, the system printed circuit assembly (pca) was replaced. Additionally, the proximal in-line filter was found to be clogged with dust and was replaced. Following repair, the device passed all testing.